Manufacturer narrative:
This event is from the following literature article: dirks v, prêtre r, knirsch w. Modified blalock taussig shunt: a not-so-simple palliative procedure. European journal of cardio-thoracic surgery 2013; 1-7. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The devices remained implanted; consequently, a direct product analysis was not possible. Without additional information it is impossible to further investigate this event.

Event description:
In the medical literature the gore-tex® stretch vascular graft - thin-walled configuration were used for blalock taussig (bt) shunt procedures. Thirty-two consecutive isolated modified blalock taussig (bt) shunts performed in infancy since 2004 were reviewed and analysed to identify the risk factors for shunt intervention and mortality. The article stated that acute shunt thrombosis was observed in 3 patients, none of whom died. All shunt thrombosis occurred within the first 24 hours. Two patients had shunt revisions with evacuation of the thrombus. One patient with stable saturation due to normal antegrade pulmonary flow was not subjected to shunt revision.